Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open colectomy procedure, the device was used to staple across the rectum, prior to using of the circular stapler to create an anastamosis. The device was fired but the staples came undone. The surgeon had to re-apply and staple the site again. Staples were not formed in b-shape and pulled right out. Another like device was used to complete the procedure. There were no adverse consequences for the patient.